Manufacturer narrative:
The customer ran precision studies using proficiency material and precision was poor. Control recovery was not optimal, but it was within range. The field service engineer determined the rinse stations was not correctly centered. The engineer exchanged the gear pump head and corrected a rinse station nozzle. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with albt2 tina-quant albumin gen.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The sample was processed on either a roche cobas p471 or a cobas p712 pre-analytics system. When tested on the c 702 analyzer, it initially resulted in an albumin value of 7.3 g/dl, which repeated as 4.8 g/dl. The repeat value was deemed correct and was reported outside of the laboratory. The albumin reagent lot number was 53266001, with an expiration date of 31-oct-2022.